Manufacturer narrative:
(B)(4). Date of event: at the time of this report, the date of the event is unknown. (B)(6). Information in section f provided by the manufacturer. The field service specialist (fss) visited customer site and confirmed the reported issue. Fss replaced the hard drive, calibrated the vacuum and performed the field service checklist on the unit. The system was found to meet all abbott medical optics specifications.

Event description:
The clinic reported that the computer freezes sometimes. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
Date of event was provided (B)(6) 2015. Results codes: an additional code of "120" was used to capture the electrical problem. A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.